Event description:
Paralytic ileus, peritonitis. In 2001, a pt with a history of cancer of the sigmoid colon, underwent a partial sigmoidectomy. A sheet of seprafilm was placed on the median abdominal wall. One week later, the pt experienced abdominal pain, which extended from the median to the right subhepatic region, vomiting, and fever of 38.8 c. A computed tomography (CT) scan was performed the next day which indicated hypertrophy in the right peritoneum with a little subheptic ascites. Blood test results indicated wbc 4000 and c-reactive protein (crp) 9.6. A diagnosis of peritonitis was made. The pt was administered sefmetazol, 4mg/day, for the fever and pantosin (pantethine), 2 ampules/day for stimulation of the intestines. Seven days post-operative, the pt was diagnosed with a paralytic ileus. The pt's fibrinogen level was 840 mg/dl. Predonine (prednisolone), 10 mg/day was administrated 4 days later, for 3 days, to alleviate the fever, which was caused from an immune reaction. 09/2001 lab studies showed a wbc of 4700, monocytes 19.3% (increased), crp 9.0, and eosinophils 5.3%. An abnormal band in gamma-gobulin fraction positive. The physician could not attribute the peritonitis to any other cause other than seprafilm since no suture failure or abscess was demonstrated around the surgical site in the sigmoid colon, and there was no evidence of abnormal renal or hepatic function.